Event description:
According to the reporter: during a sleeve gastrectomy involving stomach tissue the reload fired the staples but they didn't deploy correctly. The two ends of all the staples were open and didn't form the b shape. There was a bleeding and deployed straight staples in the stomach tissue. The doctor had to remove staples and take another reload medial to the first one and do over sewing. The current patient status is reported as ok.